Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated multiple instances where the device was placed into a charge state during a self-test, followed by the energy down button being pressed, which disarmed the charge. The energy up button was then used to select 30j, after which the device was charged, and the shock button was pressed, resulting in successful delivery of a 30j shock. Per device design, pressing the energy up or energy down button after initiating a charge will disarm the charge. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.